Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported inaccurate results with the binaxnow covid-19 home test. The consumer states that she had trouble with her first test. Repeat testing was performed and that test was successful. Repeat testing was performed and that test was a failure. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion and correction. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. The package insert in195150 v5.0 was reviewed. Refer to the pi for additional information specific to the intended use, potential causes of invalid results / flow issues, and the investigation found that the product is performing within the expected limits. The product will continue to be monitored and tracked.